Manufacturer narrative:
Additional information received: addendum ((B)(6) 2015): there was no report of patient injury. The product was stored and handled according to the IFU. There wasn¿t anything unusual noted about the device or packaging prior to use. The intended target lesion was the right carotid artery, and it was not located at the carotid bifurcation. The target lesion was calcified. The device was not used in the patient. There was no further information available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The product was returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the filter of the 6mm basket angioguard would not capture properly. The device was prepped appropriately. The device will be returned for analysis.